Event description:
It was reported that during a da vinci-assisted benign hysterectomy gynecological surgical procedure, the fenestrated bipolar forceps instrument did not work despite having 2 lives left. No message was displayed to indicate an error and there was no response from the instrument. The customer plugged in another instrument, which worked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the operation room (or) coordinator and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no visible damage or anything out of the ordinary. The instrument did not collide with any other instrument or tool during the procedure. There was no arcing observed during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The recognition and engagement tests were performed three times each and passed. The instrument moved intuitively with full range of motion in all directions. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. A review of the log shows no errors. The instrument was found to have both severely bent grips, causing misalignment of the grips. There was a 0.081¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this severely bent grip show damage which may indicate potential mishandling/misuse. The instrument was found to have thermal damage on the yaw pulley.